Event description:
Received information that an 840 ventilator had communication failure between the graphic user interface (gui) printed circuit board assembly (pcba) and the breath delivery unit (bdu) pcba. The covidien customer support engineer (cse) verified the malfunction. The customer did not provide information regarding pt involvement. The cse inspected the device and replaced the gui pcba and the bdu pcba. Device passed all tests.

Manufacturer narrative:
(B)(4).